Manufacturer narrative:
The device was evaluated, and no malfunction was found. The root cause of the reported event is inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device was returned and evaluated. The eic02864 was run in an attended test for two hours, divided between two systems, without demonstration of any errant performance. This computer was manipulated through its full range of motion multiple times and no loss of the display image was produced. The reported problem could not be confirmed. The device history record has been reviewed and the module met specifications on the date of manufacture. The investigation is ongoing.

Event description:
The user facility reported that system shut down during procedure. There was no patient injury, and they used another system to finish the procedure.